Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken on (B)(6) 2024 during which the lead was repositioned, thus therapy was reestablished.

Manufacturer narrative:
It was reported to abbott, a patient¿s lead had migrated some time ago. The patient underwent a revision where the physician was able to use a stylet to move the lead back in place and use an anchor to secure. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) serial: (B)(6) batch: a000081876.